Event description:
Customer reported an over infusion of magnesium. A secondary infusion of magnesium was started, concentration 4 grams/100 ml to infuse at 25 ml/hr but noted the entire contents of the 100 ml bag infused in 30 minutes. The pt experienced premature ventricular contractions (pvcs) for 45 minutes after the event and medical intervention was not required. The rptr stated the pt had not experienced pvcs prior to the event and did not have any more after the initial 45 mins post-event. The pt's magnesium level was 1.6 meq/l prior to the event and the next reported level was 1.2 meq/l on (B)(6) 2009. Twenty four hours after the event (normal 1.6 - 2.4 meq/l). The pt did not experience any adverse sequela. Although requested, no additional info was provided.

Manufacturer narrative:
Manufacturer's report date: 6/17/2009. (B)(4). This report was filed by the manufacturer. The customer's data set, pc unit event log and pump event log were received for analysis. The disposable administration set was discarded at the facility and the set model and lot number were not identified. Review of the event logs was unable to confirm the customer's experience of over infusion of magnesium. The pc unit event log file shows that a secondary infusion of drug ID = 236 (custom concentration option for magnesium sulfate) was selected through the guardrails software. The drug was programmed at 8:42 am with parameters of 4 grams, diluent volume of 100 ml and duration of 4 hours. Guardrails calculated the rate to be 25 ml/hr with vtbi of 100 ml. No programming error was observed. Eleven minutes later, at 8:53 am, the pump was paused. One minute later the user stops the secondary infusion. The root cause of this failure was not identified based on the event info and investigation. Review of the device history record did not find any quality issues during manufacturing build of this device serial number. The service history record was reviewed and showed that the pump has not been returned for any service-related activity. The facility has been contacted to request the device to be returned for investigation. It has not been received. A follow up report will be submitted if further information is obtained.